Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 665 mg/dl. The customer caused of hospitalization was chest pain and high blood glucose. The customer was in intensive care unit for 3 days. Customer was wearing the pump at time of hospitalization. Customer had no delivery event that caused high blood glucose. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. Customer is reporting a past event.